Event description:
The physician used a wilson-cook cotton cannulatome to perform a sphincterotomy. The cutting wire broke during the sphincterotomy, and as the device was removed from the pt the broken cutting wire stuck into the pt's papilla. Due to cautery application to the papilla, the report indicated the pt had no adverse affects resulting from this event. No additional procedures were necessary.